Event description:
It was reported that a decrease in rv signal amplitude and a loss of capture was observed. The patient experienced diaphragmatic stimulation, possibly due to perforation. The lead was repositioned and acceptable values were obtained. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.